Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. The patient presented to the emergency room and a follow-up was performed. The noise from the treated episode was unable to be reproduced, however, there were several noise signals during isometric movements due to myopotential. The sensing vector was reprogrammed from primary to secondary in the meantime. The s-ICD system remains in service. No additional adverse patient effects were reported.